Event description:
It was reported that following a coronary artery treatment procedure, the tip detached. The physician was treating a 90% stenosed severely tortuous, calcified lesion in an unknown location using a 2.75x28mm promus stent. After the stent was implanted in the lesion the catheter was removed from the patient's body. The physician attempted to rewrap the balloon with the stent protector. The distal tip of the catheter became detached during rewrapping. The procedure was completed with a different device and post-dilatation was completed with a different balloon catheter. There were no reported patient injuries and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination found that the tip of the device had become detached at the tip bond. The detached section was returned on a pig-tailed mandrel. It could not be moved on the mandrel. The balloon showed signs of having been inflated. The inner lumen was twisted along its entire length. This type of damage could be caused by excessive force being applied during guidewire removal. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that following a coronary artery treatment procedure, the tip detached. The physician was treating a 90% stenosed severely tortuous, calcified lesion in an unknown location using a 2.75x28mm promus stent. After the stent was implanted in the lesion the catheter was removed from the patient's body. The physician attempted to rewrap the balloon with the stent protector. The distal tip of the catheter became detached during rewrapping. The procedure was completed with a different device and post-dilatation was completed with a different balloon catheter. There were no reported patient injuries and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).